Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high pace thresholds about two weeks after the original implant. The physician suspected a possible microdislodgement. As a result the lead was explanted and a new lead was implanted. When the lead was explanted the physician noted some tissue on the helix and the helix was difficult to extend and retract. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis on the complete lead was performed. Set screw marks were noted on all terminal connectors. There was a cut and puncture in the trilumen insulation at 21 cm from is-1 pin, likely from removal of suture sleeve. There was also a cut also noted in the suture sleeve. There was dried blood noted in the helix housing well. The lead passed all physical and electrical tests. The allegation of microdislodgement could not be confirmed.